Manufacturer narrative:
D2b: pro code (product code) itx, obj. Detailed product information was not provided to bsc. The unique device identifier (UDI) could not be completed as the batch/lot number was not available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. The approximately 70 - 80% stenosed target lesion was located in a very tortuous and moderately calcified right coronary artery (rca). A 5fr opticross hd imaging catheter was selected for ultrasound examination of the target lesion post stent placement. During the procedure, the catheter became kinked and could not be removed over the non-boston scientific (non-bsc) guidewire. Both the catheter and the wire were removed together, and the physician applied significant force to extract them from the radial sheath. The procedure was completed using an alternative method, and no patient complications were reported.